Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
It was reported that the patient had presented to the emergency room while being very tired, confused, and feeling like he was getting too much medication. The patient¿s vital signs had been within normal limits. On the prior wednesday, there were changes made with the device, but the reporter did not know what the changes were. The device system was used to deliver dilaudid. That same day, it was reported that, after a dose increase the previous week, the patient was lethargic and could not think correctly. The patient went to the emergency department (ed) and the ed physician communicated with the patient¿s managing physician to decrease the dose. At the time of report, there was no patient injury. It was reported that the patient had experienced altered mental status with the dosage issue.